Event description:
It was reported that the customer had low blood glucose of 46 mg/dl and was taken to the doctor office for correction. Caller stated that the customer had high blood glucose at school and the school nurse gave her a bolus every two to three hours and blood glucose dropped to 46 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.